Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the therapy knob was not working during the controls test and that the device was displaying the wrong energy selection during this test. There was no pt involvement.